Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that the end part of the ar-9233 broke off. This was discovered during an unspecified procedure, with no patient harm reported. Requested additional information.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.